Manufacturer narrative:
(B)(4).

Event description:
The customer reported obtaining a suppressed (non-numerical) ammonia quality control (qc) result involving a unicel dxc 600 synchron system. Upon troubleshooting, the operator noted that reagent probe b was slowly leaking fluid and the leak was contained within the instrument. The customer stated that samples, which were processed on the instrument prior to noticing the issues, were retested and verified as correct and reproducible. No erroneous results were generated and there was no change or affect to patient treatment in connection with this event. The customer was wearing personal protective equipment consisting of gloves and eye protection at the time of the event and no injury or exposure was reported. Beckman coulter field service engineer (fse) was dispatched and replaced the reagent probe b collar wash waste valve. Repair was verified per established procedures and results met published specifications.